Event description:
It was reported that during a gastric bypass roux-en-y procedure, the device fired malformed staples on the first firing. Also, the outside staple line for the second firing had staples that were not fully formed in the middle of the staple line. The surgeon over-sewed the staple line and then re-stapled with a new device. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.